Manufacturer narrative:
Concomitant medical products: 7040, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undefined high impedance and possible lead fracture were noted on the right atrial (ra) lead. Noise was noted during diagnostic testing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.